Manufacturer narrative:
Technical services gathered intake questions and patient information. They also provided the customer with the sds along with advising the customer to rinse out the nose thoroughly user was advised to contact their health care provider if the customer felt bad or felt any type of itchiness. They also advised the customer to re-test within a 24-36 hour grace period. No product deficienct was reported. The product will continue to be monitored and tracked.

Event description:
The consumer reported having swabbed their nose with a swab from the binaxnow covid-19 antigen self test which the kit reagent had been added to prior to swabbing. The consumer did not report any effects from the reagent exposure. Although requested, no further information regarding health status and outcome was provided.

Manufacturer narrative:
Investigation report: technical services gathered intake questions and patient information. They also provided the customer with the sds along with advising the customer to rinse out the nose thoroughly user was advised to contact their health care provider if the customer felt bad or felt any type of itchiness. They also advised the customer to re-test within a 24-36 hour grace period. According to the package insert (pi) in195150c v3.0: precautions 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/ contact-us or 1-800-222-1222. The product will continue to be monitored and tracked.